Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The unit was received with normal operating currents and passed all functional testing including the self test along with the unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. The unit was monitored for three days and no overheating of the insulin pump or the battery was noted. The electronic assembly was inspected and there were no obvious signs of heated or burned components noted. There was no damage on the lcd isolation tape either. No cosmetic damage was noted during physical inspection.

Event description:
The customer reported via phone call that the display on her insulin pump became blank; she changed the battery and the screen later became blank and the battery was hot. The patient's blood glucose at the time of incident was 404 mg/dl; she treated with a manual insulin injection. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump was returned for analysis and a replacement device was shipped to the customer.